Manufacturer narrative:
FDA device problem code: (B)(4). FDA patient problem code: (B)(4). Investigation summary: it was performed the DHR, maintenance record analysis and quality notification analysis and no deviation were found for this batch. The manufacturing process are validated with defined acceptance criteria. Additionally, the retain samples of the complaint lot were checked where no non-conformances were observed. From these information¿s it is not possible confirm the complaint. Investigation conclusion: the incident reported by this complaint will be monitored to tendency analysis. Root cause description: no samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the incident.

Event description:
It was reported that bd plastipak¿ 10ml syringe slip tip package was damaged. This occurred on 6 occasions before use. The following information was provided by the initial reporter: syringe was with its package damaged.